Manufacturer narrative:
H3, h6: the device intended to be used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the product and reported event, or determine a root cause. A probable root cause may include a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. No lot/serial number has been provided, therefore a review of device history is not possible. A complaint history review has found other related events, with corrective action implemented related to the reported event. Smith + nephew will continue to monitor for adverse trends.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that there is no stickiness on the dressing area of 2 opsite flexifix gentle2.5cmx5m, 2 opsite flexifix gentle 5cmx5m and 2 opsite flexifix gentle 10cmx5m. The stickiness stays with the section that gets peeled off and tossed. As this was noticed in a non-surgical environment, there was not any patient involved.